Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room with presyncopal episodes and non-capture documented on the surface electrocardiogram. No electrograms or diagnostics from the interrogation indicate an issue with capture. Turning off the right ventricular capacitor confirm and fixing the pacing output were recommended. No further information is available.